Manufacturer narrative:
Model number/catalog number: sc-2218-50; serial number: (B)(4); batch/lot number: 19435252/19540834; model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that the patient was getting uncomfortable stimulation at the ribs. The patient underwent a revision procedure wherein a lead was relocated and one lead was added. The patient was doing well postoperatively.